Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge during the loading sequence. Technical support educated the customer that the cartridge can hold up to 300 units of insulin. Customer declined further assistance from technical support. There was no reported adverse impact to customer's blood glucose.